Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed right ventricular lead exhibited oversensing during arm movements and isometric testing. No intervention was performed. Patient was stable.

Manufacturer narrative:
Correction: the correct complaint code should have been unspecified over-sensing, rather than myopotential over-sensing.

Event description:
New information noted that the right ventricular (rv) lead exhibited noise reversion. The noise was not reproducible with isometrics and pocket manipulation. The rv lead would be further monitored.

Event description:
New information noted that the right ventricle lead exhibited noise over-sensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the medical device problem code "signal artifact/noise " should be removed after adding the code "noise over-sensing".

Event description:
New information noted that the right ventricle lead over-sensing noise was reoccurring and revealed as high ventricular rate episodes. No intervention was performed. The patient was in stable condition.